Manufacturer narrative:
The provided x-ray showed significant wear of the acetabular liner. The obvious liner wear is most likely a contributing factor to the patient's instability. Because pca acetabular liners are obsolete products and therefore no longer available for sale, it is likely that the shell had to be revised in order to revise the worn acetabular liner. Therefore it can be concluded that the pca shell did not contribute to this event. A full investigation has been conducted and documented under another pr. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had hip revision for unstable hip. Removal of pca cup and liner. Right hip revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained.

Event description:
Patient had hip revision for unstable hip. Removal of pca cup and liner. Right hip revision.